Manufacturer narrative:
(B)(4).

Event description:
It was reported that a malfunction alarm occurred. Customer declined to provide information regarding alternate insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.